Manufacturer narrative:
During the procedure, while advancing a enterprise vrd (enc452212/10115525) in an unspecified prowler select plus (lot unknown), some resistance occurred around 30cm distal to the middle of the microcatheter, but the operator continued to push it forward. Then, the microcatheter was pulled back in order to place the vrd, but it was found that the vrd distal markers somehow entangled with each other. The vrd was safely re-captured and removed from the patient and was replaced for a new vrd (lot unknown). Afterwards, the procedure was successfully completed without any further issues with the same microcatheter for the next device. There was no patient injury/complication reported. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. After the event no other damaged were noticed on any section of the enterprise system (stent-strut uplift, kink, bend, etc or delivery system/introducer-kink, bend, stretched, fracture, separated, etc). Access was obtained from right femoral artery. The target site was bifurcation of the internal carotid artery and ophthalmic artery that was not calcified and not tortuous. The unruptured saccular aneurysm neck was 5mm, and the neck to sac ratio was 5mm: 7mm. The parent vessel size diameter proximal was 3.8mm and distally was 3.5mm. The mrs was unknown. Antiplatelet therapy included aspirin 200mg/day and clopidogrel sulfate 75mg/day. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the procedure includes shuttle sheath 7fr/cook inc, chikai 14/asahi intecc(total 2), prowler select plus(details unspecified), and excelsior sl10/stryker, okay/goodman. During the procedure, jailed technique was utilized. The complaint product is going to be returned for evaluation. The procedural images are not available. No further information is available. A non-sterile enterprise vrd and delivery was received inside a plastic bag. The coil dispenser was not received for analysis. The guidewire and the deployment sheath were received. The stent was received already deployed in a smaller plastic bag. The stent was analyzed under microscope, and no evidence of damage was found on it. The guidewire was taken out from the deployment sheath and it was observed that it was kinked at approximately 20mm from tip end. (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10115525. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. The failure reported entangled markers stent was not confirmed, since the stent did not show evidence of damage. The received delivery system (guidewire) kinked condition could be related post procedure handling, since it was reported that there were no other damages after removal from the patient. The device did not present any obvious indications of manufacturing defects or anomalies that could have contributed to the event as reported. It is possible that the resistance reported during deployment may have contributed to the event entangled stent, but it could not be confirmed with the returned device. The instruction for use warns that that if resistance is noted, advancing of the device should be stopped and the cause investigated. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
During the procedure, while advancing a enterprise vrd (enc452212/10115525) in an unspecified prowler select plus (lot unknown), some resistance occurred around 30 cm distal to the middle of the microcatheter, but the operator continued to push it forward. Then, the microcatheter was pulled back in order to place the vrd, but it was found that the vrd distal markers somehow entangled with each other. The vrd was safely re-captured and removed from the patient and was replaced for a new vrd (lot unknown). Afterwards, the procedure was successfully completed without any further issues with the same microcatheter for the next device. There was no patient injury/complication reported. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. After the event no other damaged were noticed on any section of the enterprise system (stent-strut uplift, kink, bend, etc or delivery system/introducer-kink, bend, stretched, fracture, separated, etc). Access was obtained from right femoral artery. The target site was bifurcation of the internal carotid artery and ophthalmic artery that was not calcified and not tortuous. The unruptured saccular aneurysm neck was 5 mm, and the neck to sac ratio was 5 mm : 7 mm. The parent vessel size diameter proximal was 3.8 mm and distally was 3.5 mm.

Manufacturer narrative:
The mrs was unknown. Antiplatelet therapy included aspirin 200 mg/day and clopidogrel sulfate 75 mg/day. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The complaint product is going to be returned for evaluation. The procedural images are not available. No further information is available. The devices utilized during the procedure includes shuttle sheath 7fr/cook inc, chikai 14/asahi intecc (total 2), prowler select plus (details unspecified), and excelsior sl10/stryker, okay/goodman. During the procedure, jailed technique was utilized. (B)(6). The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.